Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6). It was reported that transient ischemic attack (tia) occurred. On (B)(6) 2023 a left atrial appendage closure procedure was performed with successful placement of a 27mm watchman flx closure device with deployed diameter of 27.0mm. Prior to the procedure, apixaban was administered. The next day the patient was discharged on apixaban 10mg per day. On (B)(6) 2023 the patient experienced intermittent dizziness, blurred vision, near syncope, and bilateral numbness on top of head. Brain imaging, carotid doppler, and chest computed tomography angiogram were performed and the patient was diagnosed with a tia. No further action was taken in response to the event.